Event description:
As reported to coloplast though not verified, after implant of supris, patient experienced infections, pain, bleeding with vaginal scarring/shrinkage, pain with sexual intercourse.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.